Event description:
(B)(4). (Iliac aterial rupture-bleeding complications, iliac aterial rupture-vascular complications) procedure summary: the subject was enrolled into reprise iii study on (B)(6) 2015. The index procedure was performed on (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin and another antiplatelet medication at the time of index procedure. On (B)(6) 2015, the subject rec'd loading dose of 325 mg of aspirin and 600 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and an initial attempt to deploy 23 mm lotus valve (lot # 14273021) was proved be unsuccessful since the lotus valve could not be lock; eventually was retrieved. The first 23 mm lotus valve was then exchanged with another 23 mm lotus valve (lot # 14273022) which was successfully deployed. Successful repositioning of the 23 mm lotus valve (lot # 1473022) involved both partial and complete resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. Event description: iliac aterial rupture (bleeding event 001)/ iliac aterial rupture (vascular complication 0011): on (B)(6) 2015, post tavi, bleeding from subjects right femoral artery was noted. The 10 mm mustang balloon was used to occlude the right femoral access and aortogram was performed which revealed perforation of the right common iliac artery. Of note, site has confirmed that lotus introducer has led to the perforation of the iliac artery. The subject was treated with placement of 11 mm x 5 cm and 13 mm x 5 cm viabahn stents in the right iliac artery. Final aortogram revealed adequate closure of perforation with good flow. Hematology measurements on (B)(6) 2015 revealed: lowest hemoglobin level associated with the event: 6.5 g/dl (normal range: 12.0 g/dl-16.0 g/dl). Lowest haematocrit level associated with the event: 19.3% (normal range: 37%-47%). On (B)(6)2015, the subject was transfused with 19 units of prbcs, 2 units of platelets and 5 units of ffp. Varc classification for the vascular complication was unk. Varc classification for the vascular complication was life-threatening or disabling. In addition to the stent grafting, femoral endarectomy and patch angioplasty of common femoral artery was also performed. On (B)(6)2015, the event was considered to be resolved. On (B)(6) 2015, the subject was further transfused with 2 units of prbcs, 1 unit of platelet and 3 units of ffps. Potential relationship to study procedure: related.

Manufacturer narrative:
This adverse event is part of clinical stud y(B)(6).